Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.